Event description:
It was reported the conformexx biliary stent failed to deploy during a fistulagram. The doctor pulled the whole system out and was able to deploy a wall stent successfully. The doctor tried to deploy the stent out of the grip outside the pt and the device still would not deploy.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not arrived at the manufacturing site for evaluation to date. This application represents an off-label use for this device. The information for use for this product states. The conformexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms. Warning: faulty placement techniques may lead to failure in deploying the stent.